Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and resulted in the lead sensing and capturing in the right ventricle. It was attempted to reposition the ra lead, but it exhibited high thresholds and tissue was observed in the helix. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that dried tissue on helix is not a lead failure. If information is provided in the future, a supplemental report will be issued.